Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. This was reported to be an out of box failure, and was confirmed as there were zero completed treatments found in the patient¿s treatment history. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate, and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen of their liberty select cycler went blank during step seven of treatment setup. The patient was advised to reboot their cycler. After rebooting, the ok and stop keys were on, however the screen remained blank. At this point, the fresenius technical support representative advised the patient to discontinue use of the cycler and issued them a replacement. The patient was also advised to contact their peritoneal dialysis nurse to inform them of the replacement. The patient stated that they would not perform alternate treatment. There was no patient harm or adverse event indicated. Additional information was requested, however, to date not provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.